Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5023m58 lead, (B)(6) 1991. (B)(4).

Event description:
It was reported the left ventricular (lv) lead exhibited low pacing impedance. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.